Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, ensuring that the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, which the customer acknowledged and understood.